Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch wil be filed as appropriate. Investigation summary : the complaint device was received at the service center and evaluated. It was reported that the scope appeared cloudy when they were checking it in pre-case. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: outer tube damaged, distal tip: - distal tip damaged. - shaver damage to distal tip. - holes in distal tip fiber. - fibers sunken in. Illumination: - distal tip fiber damaged optical system, optical components: - broken lenses in optical system. Minor scratches on the unit. The defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts were identified as the root cause for the device failure during the service evaluation. A manufacturing record evaluation was performed for the finished device [1376462] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer that preoperatively to an unknown procedure on (B)(6) 2020, it was observed that the scope appeared cloudy when they were checking it. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.